Event description:
During bladder irrigations, staff unable to irrigate with normal saline. Device plunger leaks and not holding normal saline. Multiple irrigation trays with same issue. No patient harm.